Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was hospitalized before death or if dianeal therapy was ongoing prior to death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no alarm or iipv event that could have caused or contributed to the reported event. External/internal inspection was performed and passed. Sample analysis did not reveal any non-conforming product that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.